Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, and loss of appetite. The cause of peritonitis was unknown. It was reported that on an unknown date, the patient was hospitalized and treated with injection vancomycin (1gm, once in 5 days, ongoing), injection amikacin (100mg, once daily, intraperitoneal, discontinued), injection heparin (1000 iu, once daily, intraperitoneal, ongoing) and tablet fluconazole (150mg, alternate day, oral, ongoing) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.